Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. Based on the investigation findings, current manufacturing controls are considered adequate as to detect and segregate any non-conforming unit. Event described could not be confirmed as a manufacturing related issue. The alleged event is most likely associated with possible procedural/surgical complications. The IFU currently addresses potential risks associated with surgically implantable materials which states the following: precautions the usual precautions associated with urological procedures should be followed: based on physician experience and training, a thorough assessment of each patient should be made to determine their suitability for the implant procedure. Additional consideration should be given to use of the implant in patients with a compromised immune system, any condition that would compromise healing, or any patient with a history of prior abdominal or pelvic surgeries. Consideration should also be given to the ability of the patient to tolerate the surgical procedure. Accepted surgical practice and precautions must be followed for the management of contaminated or infected wound sites, when the ajust¿sling system is used. Postoperative bleeding may occur in some patients and must be controlled prior to patient release. The implant procedure requires diligent attention to anatomical structures and care to avoid puncture of large vessels, nerves, bladder, bowel, urethra and any viscera, during introducer passage. Due to anatomical distortion that can be caused by pelvic organ prolapse, if the patient requires cystocele repair, it should be performed prior to the implantation of the sub-urethral sling. Proper placement of the sling implant at the mid-urethra requires that it lie flat with minimal or no tension under the urethra. The ajust¿ sling system is intended as a single-use device. Do not resterilize any portion of the ajust¿ sling system. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Patients should be advised that pregnancy following a sling implant procedure may negatively affect the success of the previous implant procedure and incontinence may recur. The safety and effectiveness of the ajust¿ sling system implant procedure has not been established for the treatment of stress urinary incontinence in males or children under the age of 18. Cystoscopy can be considered at the physician¿s discretion. Check the integrity of the packaging before use. Do not use the implant or introducers if the packaging is opened or damaged. As for any implantable material, it is recommended to open the package at the time of implantation. Upon opening the ajust¿ sling system tray, the components should be carefully transferred into the sterile field. The tray should not be inverted to remove components. Post-operatively the patient should be advised to refrain from heavy lifting, exercise (e.g. Cycling, jogging) and/or intercourse until the physician determines it is suitable for the patient to return to normal activities. Adverse events complications associated with the proper implantation of the ajust¿ sling system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. 2348, 2993="nl" no sample received.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.